Manufacturer narrative:
As a result of the malfunction, surgical intervention was required to preclude permanent damage to a body structure, therefore this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
The tip of the perforation screw (mops) broke in the soft tissue during a orthodontic procedure. The patient was referred to an oral surgeon where the fragment was surgically removed and bone grafting was performed to prevent possible tooth loss.